Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture; baker grade unknown mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent breast surgery with unknown size unknown mentor breast implants and experienced unknown side experienced capsular contracture; baker grade unknown. As a result, the patient underwent replacement surgery at an unknown date. The type of device involved is unknown, and the gel common device name/procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.

Manufacturer narrative:
On (B)(6) 2023, mentor became aware of the following, and corresponding fields have been updated on this form: - patient's age at the time of event was 52; field a2 has been updated - date of event was march 2, 2023; "3/2/2023" has been added to field b3. Manufacturer¿s reference number: (B)(4).